Event description:
(B)(4). Same patient as 2134265-2009-05861. This report is regarding the carotid wallstent monorail and the carotid surgery in (B)(6) 2007. The patient was enrolled in (B)(6) 2007. The target lesion was a type I lesion in the left carotid artery with a 5mm reference vessel diameter and an 8mm lesion length. There was 85% stenosis as measured by nascet. Vessel/lesion description negative for thrombus, ulceration, dissection or pseudo aneurysm. There was no target vessel tortuosity and no calcium present. The carotid wallstent monorail stent with a 7mm diameter and a 30mm length was implanted. There was successful placement of the stent at the intended site. Filterwire ex (190cm) was used for cerebral protection. There was successful use of the cerebral protection device. Pta was performed using maverick balloon dilatation catheter. Atropine 1ui was given during the procedure. No vasodilator was given. No perioperative events occurred. The procedure was documented as successful. Residual stenosis was 0-29%. The patient had a 12-month follow up assessment in (B)(6) 2008. The carotid stent was patent. The patient presented as asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. It was noted at this visit that significant restenosis had been found and the patient underwent carotid surgery in (B)(6) 2007. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.